Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the system failed the initial leak check test. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that there was no loss of manual or mechanical ventilation due to the reported leak. The initial MDR was not reportable.